Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 806:10 was confirmed during product evaluation and was determined to have been caused by a faulty pump head module (phm). The phm was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced an 806:10 failure code, which interrupted delivery. There was no report of patient injury, medical intervention, or adverse reaction in association with this event. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.